Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting post paced t-wave oversensing. No changes or intervention was reported. The patient condition was unknown.

Event description:
New information received notes programming changes were made to address post paced t wave oversensing on (B)(6) 2024. The patient was doing well and there were no further issues following the changes.